Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized twice due to high blood glucose and due to diabetic ketoacidosis. The customer's blood glucose was over 500 mg/dl at the time of the incident. The date of the hospitalization was (B)(6) 2015 for diabetic ketoacidosis. The date of the hospitalization was (B)(6) 2015 for high blood glucose. The customer stated that she experienced vomiting. The customer stated that she was wearing the insulin pump at the time of hospitalizations. The customer was given IV insulin to treat the high blood glucose. The customer declined troubleshooting. The insulin pump will not be returned for analysis.